Event description:
It was reported that while testing before an unknown procedure, the clips were malformed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.